Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, immediately after what appeared to be an ideal implantation, the valve migrated into the sinus of valsalva. The valve was quickly snared and pulled into the ascending aorta and a non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.